Manufacturer narrative:
One (1) used/damaged bullseye femoral guide, 8mm/9mm was returned to conmed for evaluation. Visual inspection of the returned femoral guide confirmed the reported breakage. The tip of the shaft had broken off and the broken tip portion was returned. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that would have caused or contributed to reported breakage. Of the lot containing (B)(4) units, there has been no other similar complaint received. In addition, a 2-year review of product history for this device family shows this is the only report for this failure mode. This appears to be an isolated incident. This device was approximately 1 year old at the time of the reported breakage. This is a reusable device and it is not known how many times this device has been used, cleaned and sterilized. This failure mode is addressed in the fmea, and the safety risk has been found to be acceptable. There has been no report of a serious injury or death related to the reported breakage or the use of this device. No further action is planned at this time. To reduce the risk of breakage and patient injury, the instructions for use provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. Instrument is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use.

Manufacturer narrative:
The product has not yet been returned for evaluation. When the device is returned, conmed will perform an evaluation and upon completion will file a supplemental medwatch report.

Event description:
The user facility reported during use of the bullseye femoral guide, 8mm/9mm the tip broke off in the surgical site. A 70-degree scope was used to retrieve the tip without patient harm. The procedure was completed successfully using an alternate device. There was no patient injury or surgical delay as a result of this device tip breakage. This report is filed on the basis of potential for serious patient injury with recurrence.